Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Evidence suggests that failure mode was due to torsional and bending overload. Additional information also indicated the use of a worn chuck and a hospital chuck not intended for use with this pin design may have contributed to the failure.

Event description:
It was reported that patient underwent a clavicle fracture procedure on (B)(6) 2013. During the procedure, the clavicle pin fractured twice as it was inserted and drilled across the fracture line. As a result, a delay of over thirty minutes occurred. A plate and screws were used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.